Event description:
Reporter alleged discrepant blood glucose result of 223 mg/dl on the advantage system compared to a result of 109 mg/dl on the fire station meter when testing was performed back to back, referenced as one test immediately after the other. Customer stated readings had been erratic and went to the fire station as a result to test his glucose. No actions were taken or treatment was received reportedly. A request was made for the return of the suspect device and replacement product was sent.